Manufacturer narrative:
Phone number: (B)(6). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150 model intraocular lens(iol) was explanted in a secondary surgical procedure from patient's left eye due to residual hyperopia and reduced distance vision. Additional information received states that no incision enlargement, vitrectomy or sutures were required. The replacement lens used is a same model different diopter lens. The patient was fine when discharged. Patient/user outcome: visual acuity pre-op (pre-initial implant): bcva 20/30-2, visual acuity post-op (post-initial implant): 20/30-2, visual acuity post-op (post-replacement): 20/30. No further information received.